Event description:
It was reported that the health care professional (hcp) had difficulty interrogating the patient's pacemaker. The patient recently just had the implant. Technical services provided recommendations however, the interrogation was still unsuccessful. The patient was taken for a cat scan and the hcp informed she will call back if the interrogation is not successful after the patient's procedure. Additional information was requested from the field representative however, no new information was obtained. At this time, the device remains in service. No adverse patient effects were reported.